Event description:
I had mesh placed in 2011. Two weeks later I started to have really bad left side hip pain. My legs and calves started cramping me pretty badly. My left foot had pins and needles and a burning like it was on fire. I then started to notice that every time I got up from a sitting position, I could feel a stabbing poking pain in my groin area surrounding the site where I was stitched up. I developed bacterial vaginosis as well as rectal pain and then was told I had a rectal infection. I was hospitalised for this. I had a cat scan and an MRI which showed perirectal lymph node swelling. I had surgery to remove adhesions and was told my uterus was not in the correct spot. I had a blue tissue looking stuff come out during a bowel movement which looked like a surgical mask piece. I'm in constant pain from my pelvic area and I cannot have sex, it feels as though my vagina shrunk. I've been to a neurologist who says I have nerve damage. She sent me to physical therapy. I'm currently waiting to see a surgeon at (B)(6). I've developed rashes on my body unexplained. I take pictures each time. I have to wear poise pads to avoid leakage. I had mesh placed to keep leakage from happening. I now have sleep apnea.